Event description:
(B)(6) 2019 - serious injury. Reportable: yes. Decision type: serious injury report. Rv threshold was high and did not pace when required. Thus lead was capped and replaced. An adverse event where product involvement is confirmed, suspected or unknown and results in a patient injury and/or requires medical or surgical intervention to prevent permanent impairment. Cgm.